Event description:
Complainant claims the broach handle did not lock properly on broach; difficulty removing broach from femur resulting in surgery delay.

Manufacturer narrative:
D.6 - the lot number was received from the evaluation. The evaluation observed wear on the locking tab of the broach, as well as on the broaches that were returned. It is unknown whether the wear was entirely due to broach removal during this event, or if some wear existed prior to the problem. The broach handle is being evaluated by product development for possible new design. No conclusion can be made at this time.